Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. There was no reported adverse effect to the customer's blood glucose level. The customer declined further assistance from tandem technical support regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.